Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.

Event description:
Distributor reports: during surgery a large jacobs chuck with key, which fits into the drill; would not spin. There was no delay in surgery reported. There was a spare large jacobs chuck with key available. No injuries or medical intervention was reported. It was further reported the device was being used for an undefined fracture procedure. This is 1 of 1 report for this complaint (B)(4).

Event description:
This reported event is for one device instrument.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the device is an instrument and not implanted/explanted. An additional evaluation/synthes power tool evaluation was completed. The device received condition was reported as normal wear. The report concluded: the customer's complaint that this device does not spin was confirmed. A functional assessment was performed which confirmed that jacobs chuck is damaged. The evaluating engineer notes, evidence indicates this is most likely due to usage wear over time. The subject device is currently in the evaluation process; investigation is on-going and no conclusion could be drawn. A service history review has been requested. Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device history records for the lot number as reported could not be identified. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device was used for treatment, not diagnosis. Placeholder.